Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 17 devices were functionally/visually inspected in the field. These devices were repaired and returned to use. 6 devices were inspected in the field and the issue was confirmed.  However, there was no product malfunction; the issue was the result of use error as the scale was not properly zeroed before use. 1 device was not made available for inspection by the end user. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 24 malfunction events, where it was reported the scale was inaccurate. There was no patient involvement.